Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed two 'change profile fault' flags and four 'service code displayed 102'. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile fault flags/service code displayed 102 flags) has been confirmed. Upon evaluation, the negative lead of high-voltage capacitor c22 was broken off of the solder pad on the defibrillation board cause of the charge profile faults and service code 102 is the detached negative lead of high-voltage capacitor c22. The cause of the detached high-voltage capacitor lead is fractured solder connections. The root cause of the fractured connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.